Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check with tandem technical support could not be completed because customer declined to remove infusion set cannula from the infusion site. Customer cleared the alarm and was able to resume insulin delivery. Customer's blood glucose was 199 mg/dl at time of event.